Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening on posterior, creases fold, wear abrasion, brown particles on outer surface, white calcification-like particles on outer surface, and delamination of plug strap disk shell. Leak test and microscopic analysis were performed which identified a sharp crease opening on posterior, and total delamination of plug strap disk shell. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was delamination total delamination of plug strap disk shell assessed as adhesive failure, and a sharp crease opening on posterior assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.